Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est procedure performed on (B)(6) 2012. According to the complainant, while attempting to fragment the first common bile duct stone, the wire within the handle detached with a snapping sound. Subsequently the basket could not be actuated and the physician managed to remove the lithotripter basket from the papilla by actuating the scope. Reportedly the size of the stone was approximately 8 mm, and the procedure was completed with a retrieval balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an est procedure performed on (B)(6) 2012. According to the complainant, while attempting to fragment the first common bile duct stone, the wire within the handle detached with a snapping sound. Subsequently the basket could not be actuated and the physician managed to remove the lithotripter basket from the papilla by actuating the scope. Reportedly the size of the stone was approximately 8 mm, and the procedure was completed with a retrieval balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of wire detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was extended approximately 2.7 cm with heavy contrast residue on the basket tip. The guidewire lumen (side-car) presented push-back of approximately 2.5 mm. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and had been pushed forward toward the distal end of the handle assembly. The cannula presented deep score/ drag marks to the proximal end as the cannula had been forcibly pulled out from the set screws. Closer examination found the set screws were not seated in the center of the dimples during manufacturing but were torqued down on the cannula slightly proximal of the dimples as evidenced by circular score marks adjacent to the dimples. The distal screw depth was measured and found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint (wire detachment). A material review of the sub-assembly components used within the reported lot confirmed that the tip and pullwire joints conformed to the manufacturing specification. The most probable root cause is undeterminable as it is unknown what force was applied to the handle cannula/set screw interface during use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).